Event description:
It was reported that the bd sp set experienced leakage during use. The following information was provided by the initial reporter: when inserting the spike needle into a hikari pharmaceutical's saline bag, leakage occurred. The medication prepared is gemcitabine.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: (1) when we checked the appearance of our actual product, we found no abnormalities such as damage or molding defects (2) when we checked the airtightness of our actual product (the jis standard: 50kpa, no leakage after 15 seconds of pressurization), no leakage was found (3) purified water was injected into the actual infusion bag, and when the actual product manufactured by our company was punctured into a rubber stopper, liquid leakage was observed (4) when the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. In addition, cracks generated in the rubber stopper when this product is cleaned before analysis are also included. (5) when we punctured another infusion bag (saline bag "fuso" 250ml serial number (B)(6)) with our actual product, no liquid leakage was observed it is presumed that this event is not derived from our product but due to the characteristics of the rubber stopper of the infusion container. If there is a needle hole at the time of mixed injection near the position where the spike is inserted, it may open due to distortion due to compression and lead to liquid leakage. It is stated that there is.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). OEM manufacture: (B)(4).

Event description:
It was reported that the bd sp set experienced leakage during use. The following information was provided by the initial reporter: when inserting the spike needle into a hikari pharmaceutical's saline bag, leakage occurred. The medication prepared is gemcitabine.